Event description:
Contact reported the post-op migration of a concord bullet cage. The patient had a post-op reaction to medication and started to throw objects around the room. Two months out the patient reported pain. Imaging showed that the cage had moved posterior. The cage was repositioned in 2008. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
Device remains in the patient. Patient was reported to have had a reaction to medication after the procedure and was picking up and throwing items. This may have contributed to the migration of the device. No conclusions can be made at this time. The process of insertion is technique sensitive and patient activity may have compromised the effectiveness of the device.